Manufacturer narrative:
A partial lead with the pin measuring 7.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This supplemental report is to correct the previous supplemental report to indicate that the previous supplemental report was device evaluation follow-up.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was coronary artery disease, myocardial infarction, congestive heart failure, hypertension, type 2 diabetes, and kidney disease. No additional information was reported. Additional information was requested but not received